Event description:
It was reported that during a ptca procedure on a lesion in the "cx", on a pt that was unstable, the balloon catheter was inflated with no problem. Upon deflation of the balloon catheter a long deflation time was noted. The balloon catheter was inflated three times and all three times it took the balloon two minutes to deflate. Reportedly, there was no pt injury.